Event description:
It was reported that the device had alerted for high lead impedance in the right ventricular (rv) lead. It was noted that the superior vena cava (svc) pin plug was revised. The device remained in use until it was replaced due to an upgrade with a new device implanted. The rv lead still remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.